Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose is 50 mg/dl. The customer did not provide details regarding symptoms related to low blood glucose. The customer was treated for the low blood glucose with micro boluses. Troubleshooting was declined for low blood glucose. The product will not be returned for analysis.